Manufacturer narrative:
Date of device manufacture is 7/13/2019. Ge healthcare investigation about this event has been completed. This issue occurred on september 16, 2019 during installation of the mavig single arm large display monitor suspension which is designed and supplied by mavig. During the installation, the gehc field service engineer was adjusting the monitor suspension, and while getting up, he hit his head against the suspension resulting in a laceration that required 3 stitches. Since installation of the suspension was in progress, the covers were not added on to the suspension and metal parts were exposed. Ge healthcare field service engineer confirmed that he was wearing protection gloves and glasses during this intervention. Adequate instructions are provided in installation manual regarding installation of suspended structure. It is clearly mentioned that it is prohibited to pass under the suspension during installation. Neither design, assembly nor manufacture defect, nor failure or malfunction has been identified with the monitor suspension. This is an isolated case. This event is due to a user error since gehc field service engineer was under the structure. . On november 28, 2019 suspension manufacturer mavig has been notified of the incident. Based on this analysis, no further actions are required.

Manufacturer narrative:
Full UDI is (B)(4). Date of device manufacture will be provided in the follow up report. Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is completed. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported that on (B)(6) 2019, during a service activity, a gehc field service engineer hit his head on the monitor suspension, and it caused a scalp laceration. This laceration necessitated three stitches. Employee returned to work following this surgical intervention.